Event description:
It was reported that prior to starting a da vinci s procedure, the surgical staff found the tenaculum forceps instrument's shaft was splintering. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube to have a 1.5 inch long section with material removed. The damaged area is parallel to the tube axis and has a rough surface finish with scratch marks within the same area. Based on the location and appearance, the damage was most likely caused by a combination of instrument collisions and a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.